Event description:
The customer reported that while running an hiv peptide assay, summit sample handler did not pipette anything in well position a4 and did not give an error message. An ortho field service engineer was dispatched and was unable to duplicate the problem. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-04202-08.